Event description:
In 2005, the pt contacted lifescan alleging that his one touch ultra meter would not turn on. The pt last tested with the reported meter at 11:00 am in 2005. The pt had no symptoms of high or low blood glucose level at the time of concern. A result of 110 was obtained on the dr's device. The pt received no treatment. There is no indication that the pt experienced injury. The customer care rep (ccr) verified that the test strips were correct, the pt had replaced the battery and the meter still would not power on, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter would not power on. The meter, test strips, and control solution were replaced.